Event description:
During removal of a g2 ivc, the incorporated leg of the filter broke off. Both the filter and the leg were successfully retrieved. Bard rep evaluated device and device then sent to pathology.